Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-06453. The pt had two extensions (from the same lot). It was reported the pt's trial was unsuccessful. The pt was reprogrammed three times to no avail. The lead and extensions were removed (B)(6) 2012.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.